Event description:
The following has been reported: customer received a "tubing set is misloaded" alarm when attempting to prime this tubing set. Customer tried to prime it on two different pumps and the same alarm occurred. Customer was able to successfully prime a different set on each of the pumps so issue is isolated to this tubing set. Pump serial numbers are not known and cannot be determined since pumps were returned to service. No logs will be able to be obtained. A preliminary review identified the following issue: tubing set is misloaded alarm - unable to prime air from tubing set. Unknown if an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
One sample of an ivenix administration set was returned for evaluation. The following evaluation steps were performed: 1) visual inspection and 2) installed the kit on the ivenix infusion system machine to run the primary bolus prime. No defects were observed during visual inspection. The gold foil corresponded with code set-0021-25. The primary line infusion was tested with a set rate of 0.5ml/hr and set volume of 0.1ml and primary line was connected to a saline solution bag, test passed successfully, no occlusion alarms showed. The customer complaint was not confirmed as the alarm "tubing set problem" or other defects were not replicated during the sample evaluation. The current process controls detection include 1) post sterilization sampling final inspection, 2) the first piece inspection will be performed to the first final assembled kit manufactured per shift. This kit will be submitted to visual inspection as per the classification of defects included in this specification and as per the applicable drawing, 3) 100% visual inspection is performed in manufacturing line, 4) 100% leak and occlusion test is performed through the leak and occlusion test machine in order to capture units with any blockage or leak failure mode. The batch record fa24k25146 was reviewed. No exceptions were generated that could classify as a possible root cause of this defect. The finished good lot has passed all sampling acceptance criteria for all tests performed including in-process testing and product testing.